Manufacturer narrative:
Continued from report source: specialist, not provided. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Although requested, patient demographic details were not provided.

Event description:
It was reported that pump displayed a "irrecoverable error" during a tpa infusion in the emergency department. The pump was paused for 3 minutes during troubleshooting. No patient harm occurred as a result of the event. The nurse obtained a new pump to continue the patient's infusion.